Manufacturer narrative:
(B)(4). Date sent: 06/10/2020 . Information received from the surgeon: he has had 5 patients with post-operative leaks in 1-week in which 4 patients required endoscopic clipping along with antibiotic therapy and 1 patient who received a colostomy. The leaks were 3 to 7 days out. He explained that it was the same or team for all the surgeries involved and nothing had changed in the surgical routine. The hospital is not a teaching facility; therefore, the surgeon is always the one who fires the device. All cases were laparoscopic, the patients had not received chemo or radiation and there was no perioperative hyper ischemia. The spike of the trocar is inserted 1 to 2 millimeters above or below the staple line but not through it. Gap setting scale was ¿closed nearly total¿, 20 second wait before firing, there was no difficulties in firing, no malformed or missing staples from the staple line and the ¿staple line looked great.¿ the donuts were inspected and ¿were perfect¿ and there were no air leaks. The device was opened ½ twist and checked prior to removing. There was a small amount of time when they used a competitive stapler, but all leaks are associated with the ethicon stapler. All patients are doing well.

Manufacturer narrative:
(B)(4). Per photographic and video evaluation: upon visual inspection of one video and seven photos, the following was observed: the video shows tissue with the device and anvil inside of it joining both parts of tissue. At the 00:12 mark slightly bleeding could be observed. The first and fifth photos show a device without anvil from top view on a table. The second photo shows an anvil with tissue support by a surgical instrument. The third photo shows tissue and the device from guide face area can be seen inside it. The fourth photo shows that the trocar of the device passed through the tissue. The sixth photo shows the anvil and trocar attached. The seventh photo shows two donut tissues and appears to be properly cut. Based on the photos and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Possible lots: t40w02, t40w1j, u4024z. Kit: lcol71: 10187750, 10187754, 10186095, 10187756. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information: all insufficiencies were directly at the staple line (some at the back wall) and were partially seen endoscopically. No further additional information available. There was nothing seen in the or as the donut and staple lines were good. The leaks that occurred were 5 to 8 days out and some were able to be clipped and others had to return to the operating room. They are a multi-user of circular devices which include the competitive devices.

Event description:
It was reported that a (B)(6) year female, obese, early relocation of a terminal descendostoma in a hartmann situation at perf. Sigma diverticulitis due to supply problems of the terminal ap; open surgery with overstitching, intra-op still inflammation and difficult anastomosis, therefore protective double-breasted transversostomy;insufficiency on the 6th day, cannot be clipped, currently endosponge supply and leaving the transversostoma.